Event description:
The posterior aspect of the porous pe sheet elevated causing the patient's eye to elevate. During a revision procedure to correct the enophthalmos, the sheet was removed, trimmed and re-implanted. No new hardware was used.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing date without a lot number.